Event description:
While resident being lifted out of bed w/ hoyer lift. The hoyer lift started going down & could not stop it. Resident fell out of hoyer lift beat & stuck head on floor. Cause a laceration requiring staples in ER. No adverse symptom & ect.